Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) during right ventricular automatic threshold (rvat) tests. Pacing was delivered; however, it was not captured. Subsequently, the patient experienced an asystole lasting three seconds. Additionally, this rv lead exhibited high and variable capture thresholds. An engineering analysis determined that over 90% of the rv pace pulses were at suspension amplitude. The patient was hospitalized. Technical services (ts) recommended reprogramming this lead to a high fixed output and turning the rvat test off, until device replacement could occur. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.